Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Patient reported left side deflation and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.